Event description:
The account stated that the cell-dyn 3200 analyzer did not properly detect the clots in 3 samples and generated normal wbc results. As the account prepared the blood smears, they observed a clot in all 3 samples. The account provided results for one of the patients, the initial wbc result =21,000 and the redraw result =9,000. The account then removed the clot from the initial sample, the retest wbc result =17,000. Field service was requested as the account is questioning why the analyzer did not detect the clot in the samples. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation code, other: clotted sample; poor collection method not mixing, edta induced plt aggregation. In response to this issue, an investigation was conducted which included a review of the complaint text, review of labeling and a review of tracking and trending. Additionally, a field service representative inspected and serviced the cell-dyn 3200 system.the customer data was submitted to the medical director for review. Per the review, it was determined that this was a case of pre-analytical issues (e.g., poor collection method not mixing, edta induced plt aggregation) that may not be detected and flagged specifically. However, a review of the customer data found both runs from the cell-dyn 3200 system had dispersional data alerts (an underlined result). The cell-dyn 3200 system operators manual states, "a result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, notifying the physician or performing smear review. In cases where a cellular abnormality is present that alters cellular morphology to the point that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result." A review of the complaint trending and trending reports, for the period january 2008 through march 2009, did not indicate any adverse trend for the cell-dyn 3200, list base number 04h60-01, related to the reported issue. A review of the complaint history for the cell-dyn 3200 from the complaint date (2009) until present found no other complaints related to the reported issue.based on the investigation, it was determined that the cell-dyn 3200, list number 04h60-01, is performing as intended. No product deficiency was identified.this is the final report.